Event description:
It was reported that during an emergency ptca/stent procedure, during an acute myocardial infarction (contrary to instructions for use), that after the stent was deployed, it took the stent delivery system (sds) 10-15 minutes before it would sufficiently deflate to be removed from inside the stent. The patient complained of chest pain and suffered from ischemia due to the prolonged deflation time of the device. No other information was provided.